Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular (rv) lead was found to have over-sensing of noise. During the explant procedure, lead fracture was visually noted on the rv lead as well. A suture tied around the lead was suspected as the cause of the lead fracture and lead over-sensing . The rv lead was explanted and replaced on (B)(6) 2021. No patient consequences were reported.

Event description:
Insulation break was visually found near the suture sleeve of the right ventricular lead.

Manufacturer narrative:
Correction- b5, h6- insulation break was visually found near the right ventricular lead suture sleeve, rather than lead fracture as previously reported.